Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During post-op CT imaging 5 extra-cochlear channels were seen and noted 2 months after the initial implantation. Surgeon reported that the electrodes had extruded. The user was reimplanted with a flex28 electrode variant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode array out of cochlea. According to the device explantation report form five channels were found extra-cochlear.

Event description:
During post-op CT imaging 5 extra-cochlear channels were seen and noted 2 months after the initial implantation. The user was re-implanted with a flex28 electrode variant.